Event description:
Information received by medtronic indicated that the customer reported the insulin pump retainer ring was broken. Troubleshooting was performed and found that the reservoir was able to lock in place when inserted into the pump. It was also found that the damage occurred in the water. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with a missing reservoir tube o-ring and a missing retainer. The pump passed the self test. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. Successfully downloaded history files and traces using thus. Please see below for pump errors/alarms noted 2 days prior to the event date 14-jul-2023 in the formatted history file. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 19:02:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:48:01.000 (B)(6) 2023 22:32:26.000 (B)(6) 2023 22:33:31.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:34:08.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:34:48.000 (B)(6) 2023 22:35:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25 and replace battery alert/replace battery now alarm noted 2 days prior to the event date 14-jul-2023 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer may have used a low power battery. Pump error 23 alarm and power loss alarm were expected. After the battery removal, the "back" key was pressed for 8 sec causing the pump to shut down. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 15:26:00.000 (B)(6) 2023 18:28:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 15:42:00.000 the pump was programmed with a test guardian link (2) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor assembly and vibrator assembly noted. The following were noted during visual inspection: a minor scratched lcd window, a overlay scratched, a cracked keypad overlay and a scratched case. Retainer ring damage (a missing reservoir tube o-ring and a missing retainer) was confirmed. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.